Manufacturer narrative:
Section b3: event date corrected section d9: corrected manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. Event log files were evaluated and data from the reported event date of 09jan2025 was reviewed. Starting at 7:13:21, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. From 10:17:21 ¿ 10:17:22, backup battery not installed alarms activated. The backup battery fault alarms resolved once the backup battery was reconnected. Pump operation was not affected. The returned heartmate 3 system controller (serial number (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The backup battery was able to pass multiple load tests. No atypical alarms were reproduced throughout testing. Information provided by the account stated that exchanging the controller resolved the event. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #(B)(4), rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had the backup battery (ebb) exchanged after hours on (B)(6) 2024 due to a backup battery fault and the controller exchange in (B)(6) 2025 resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault, and the system controller was exchanged. Log files were submitted for review and captured ebb fault alarms beginning at 7:13 am on (B)(6) 2025.